Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm the cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: total laparoscopic hysterectomy. On 29.08.2019: no significant co morbid conditions, history of luscs x 3 nil medications reported. Hysterectomy for pain and menorrhagia. Bulky oozey uterus, registrar, [name] performed the procedure with [name] assisting. [Name] reports she has used voyant in cairns last year with [name]. Round ligament was dissected and bladder flap created. Minimal skeletonisation was performed, I was unable to clearly identify uterine arteries, vessels, ureters or ligaments. Ligation using voyant on large amounts of tissue stuffing jaws and tension on tissues, bleeding observed. Surgeons trying to gain haemostasis of uterine bleeding with voyant by continuing to deliver energy as the bleeding continued. Mr [name] asked for the ligasure to be opened and used the device to seal the bleeding (that had slowed). The bleeding continued with ligasure also and took around 15 activations to cease, total the blood loss was approx 500mls. Discussion with surgeon post op, he felt voyant did not adequately seal uterine vessels this may have resulted in excessive bleeding however is mindful of other contributing factors such as technique, patient pathology and activating in bleeding without being able to see tissue/vessels clearly. Intervention: [name] was opened and used. Patient status: 500ml blood loss, longer hospital stay.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: total laparoscopic hysterectomy. (B)(6) 2019 no significant co morbid conditions, history of luscs x 3 nil medications reported. Hysterectomy for pain and menorrhagia. Bulky oozey uterus, registrar, [name] performed the procedure with [name] assisting. [Name] reports she has used voyant in cairns last year with [name]. Round ligament was dissected and bladder flap created. Minimal skeletonisation was performed, I was unable to clearly identify uterine arteries, vessels, ureters or ligaments. Ligation using voyant on large amounts of tissue stuffing jaws and tension on tissues, bleeding observed. Surgeons trying to gain haemostasis of uterine bleeding with voyant by continuing to deliver energy as the bleeding continued. [Name] asked for the ligasure to be opened and used the device to seal the bleeding (that had slowed). The bleeding continued with [name] also and took around 15 activations to cease, total the blood loss was approx 500mls. Discussion with surgeon post op, he felt voyant did not adequately seal uterine vessels this may have resulted in exessive bleeding however is mindful of other contributing factors such as technique, patient pathology and activating in bleeding without being able to see tissue/vessels clearly. Intervention: [name] was opened and used. Patient status: 500ml blood loss, longer hospital stay.